Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had an audio issue. Customer stated that the audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 7.4 mmol/l. The product will not return for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.